Event description:
Initial reporter indicated that the pt's vns was interrogated and found to be set at 0ma. The pt was last seen in the office two months prior and a system diagnostics test was performed, so a possible interrupted system diagnostics test may be the cause. Pt did not experience any clinical symptoms as a result to being programmed off. Good faith attempts are being made to attain further details about the event.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.